Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing got detached at the quick release. The patient noticed insulin coming out of the tubing unknown hours after changing the set. This issue occurred with several not exactly known sets. No further information available.